Event description:
Pt had modified left radical mastectomy and reconstruction in 1992 with saline implant. Implant ruptured (date unknown) had to be surgically removed. On 7/20/94 pt admitted to ambulatory surgery under local anesthesia with anesthesia monitoring.